Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the name did not match the warehouse management system, and dosage, volume related fields were populated incorrectly, whereas these fields should normally have remained empty. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.